Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the issue resolved and the customer continued to use the pump supplies. There was no adverse impact to the customer's blood glucose.